Manufacturer narrative:
The cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure cold pixels were witnessed. The cold pixels were witnessed when the laser power was on 100% and also when turned down to 78%. It was noted that the patient had a biopsy prior to the ablation procedure. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.